Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator's display went blank. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.